Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty establishing and maintaining communication with the ipg. The patient turned stimulation off at some point within the past two months (exact date unknown). As a result, the ipg was explanted and replaced.

Event description:
Follow-up information provided therapy was restored.